Event description:
On (B)(6) 2022 mpxr 949079 (con, rep): information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown morphine drug (10mg/ml at 0.941mg) via an implantable pump for unknown indications for use. It was reported that patient's pump was originally implanted in the back, towards the buttock (per patient request). Patient now complained that it was sitting on their sacroiliac joint causing discomfort and they wanted it moved more medially.  Patient also stated they fell on their pump approximately 1-2 months ago, and wanted to be sure there was no issue with catheter. Cause of catheter may having issue was undetermined because the pump was not implanted in abdomen. Patient had a pocket revision on (B)(6) 2022. During procedure, the provider checked all catheter connections and aspirated 2ml from the catheter access port (cap), no issues noted with catheter. The issue was resolved and the patient was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via company representative (rep) reported that shortly after the pocket revision on 2022-may-10, the patient reportedly repeatedly attempted to manipulate their pump in the new pocket, with a fresh incision. The patient presented to the hospital on unknown date with complaint of hematoma and possible infection (approximately 2 weeks ago). The pump was explanted. Exact date was unknown. No return of the explanted product. Of note, the hcp reported that no infection was found by cultures. The issue was resolved at this time.